Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Additionally, it was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Customer¿s blood glucose value was between 54-500 mg/dl. Reportedly, the alarms and the alerts cleared. The pump successfully began charging after leaving the pump plugged into the power source.